Event description:
Additional information reported that at the end of the case there were having high impedances, troubleshooting with technical service and manufacturer representative, the new implantable neurostimulator did not work, replaced lead and that worked. It was noted that the explanted lead may have been damaged when pulling it back to reposition it. The patient was fine no patient injury reported.

Event description:
The representative reported reading >4000 ohms on all of the bipolar pairs. The case pairs were as such: c/1- 2085, c/1- 2085, c/2- 1111, and c/3- 1226. The representative tried disconnecting the lead, wiping it down and re-inserting it but values remained >4000. It was noted that the lead had a smooth insertion and could see blue marker at the tip and did hear a couple clicks when torquing down set screw. At 2v and 360 pulse width (pw), patient was seeing the following: c/0- 1832,c/- 1832 ,c/2- 965,c/3- 1832 and 0/1 through 0/3- 3669 1/2 and 1/3- 3669 2/3- 3669. It was noted that the lead appeared to be slightly loose and is backing up. It was indicated that after trying a new implantable neurostimulator (ins), and increasing amp to 2v and 360 pw, values are still >4000. It was confirmed the lead was tight in header block and was seeing blue marker at the tip under fluoroscopy. The representative was able to test lead inter-operational and was good on all 4 contacts. It was noted that they did need to pull back on the lead however about 2 mm after checking impedances. The patient¿s electrodes which were effective in the trial were 0- and 3+.it was noted that after setting this as a program and testing responses, patient was feeling stimulation in rectum and vaginal area at 4.4v. The representative stated he went through all 4 programs and patient was not feeling anything stimulation. It was later indicated that after replacing lead, the patient had perfect stimulation at 1.1v. Issue was resolved. The representative would like to send back ins and lead for analysis. Additional information received 5 days later indicated that after trying multiple times up resolve the impedances we tried a new ins, that didn't work so we out in a new lead and that worked. The patient did well with no high impedances after that. It was believed that when attempting to reposition the lead it may have been stretched or damaged and that resulted in the impedances. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) ¿the setscrew backed out too far.¿ final analysis for tined lead (va0ueb1) indicated no anomaly found.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3889-28, lot # va0ueb1, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ueb1, product type lead. (B)(4).